Manufacturer narrative:
Additional product codes: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional premarket submission: k231248. Device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, an engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the reported lot number. A supplemental report will be forthcoming once the engineering evaluation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, a swan ganz catheter had saline and medication leak at the cvp port, where the white factory installed cap joins the blue tubing. Lot number may be 66225267 as this was the remaining lot on the shelf. There were no patient injuries. This event occurred in the past so specific information is not available.

Manufacturer narrative:
The device history record review was completed and the product passed without nonconformances. As part of the manufacturing process, 100% of units undergo quality visual inspection and leak and flow test.